Event description:
It was reported that the patients implantable pulse generator (ipg) does not fully charge even after charging for an extended amount of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned by the medical facility.